Event description:
During an im nail procedure on (B)(6) 2013, the surgeon was reaming with the reaming irrigating aspiration system. He noted that during the procedure, the plastic ria tube assembly did not seem to attach securely to the metal shaft. The surgeon was able to complete the procedure with no extension of time. After the procedure, the ria assembly was inspected and it was noted that the tip of the ria reamer head was broken off. It is not known when the tip got broken. The surgeon indicated there was no evidence of broken fragment in the patient and the patient is reportedly recovering well. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment. Not for diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of the device history records showed that the device conformed to all requirements. Placeholder.

Manufacturer narrative:
(B)(4): correct product development evaluation: the broken ria head and drive shaft were first noticed the day following the surgery after the devices were cleaned. The surgery was a nail replacement surgery, and it is possible that the reamer head may have broken/disengaged when it came into contact with a screw previously embedded in bone, but this could not be verified. Because details of the complaint are still uncertain, there are multiple potential causes of this complaint condition: incorrect usage of the device by incorrect placement of the reaming rod leading to reamer head contacting metal screw; drive shaft not fully engaged in ria tube assembly and reamer head; disengagement during use and inadequate re-assembly. The design of this device has been reviewed and shown to be adequate for its intended use. Due to the multiple potential causes, there is insufficient information in this complaint to conclude if it was caused by the product design device was used for treatment, not diagnosis.

Manufacturer narrative:
This device was used for treatment, not for diagnosis. The product evaluation reports, the design of this device has been reviewed and shown to be adequate for its intended use. Further review of the design risk management file is being conducted.

Event description:
Reportedly, the plastic ria tube assembly did not seem to attach securely to the metal shaft. There was no harm to the patient noted.